Manufacturer narrative:
Product analysis #811251861:equipment used: vis (m-78210), 203cm ruler (m-83360) as found condition (condition of returned device): the axium prime coil and was returned for analysis within a shipping box; within a sealed plastic bag and within dispenser track. The axium prime coil was returned within introducer sheath. Visual inspection/damage location details: the axium prime pushwire was found bent at ~0.9cm and broken but retained by release wire at ~3.5cm from the proximal end. The axium prime coil was found to be already detached within introducer sheath. The implant coil was found to be stretched and damaged. The implant coil was unable to be removed from introducer sheath as it was found to be stuck. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the analysis performed, the customers report of ¿coil separation/break¿ was unable to be confirmed as the coil was found to be detached and not separated/broken. Based on the device analysis and reported information, the customer¿s report of ¿prod damage/deformed out of pkg¿ was confirmed as the pushwire was found to be returned damaged, not secured within the rubber stopper and without the dispenser coil and clip. It is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. (Reyesr32 2024-09-17) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no damage or evidence of tamping to device packaging. The proximal end of the pushwire was secured in the guidewire clip when the package was opened. There was no kink/damage observed on the pushwire.

Event description:
Medtronic received a report that the coil was found broken upon opening the packaging. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the anterior communicating artery with a max diameter of 3mm and a 2.1mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that when the doctor was unsealing the product during surgery, they discovered that the coil was broken and suspected it to be a manufacturing defect. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.